Manufacturer narrative:
(B)(4). Unit received unable to perform all functional testing including the displacement test or verify failed battery alarm due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir opening was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.